Manufacturer narrative:
(B)(4).

Event description:
It was reported that during replacement of an ICD for normal battery depletion, it was observed via fluoroscopy that conductor cables were externalized in the non-optim region adjacent to the rv shock coil. All electrical functionality was confirmed to be normal. The lead remains implanted and active.

Event description:
New information received indicated that during a device prophylactic explant procedure, physician elected to replace and capped the rv lead on (B)(6) 2017. Patient was well post-procedure.